Manufacturer narrative:
Model number: unknown, as product serial number was not provided. Catalog number: unknown, as product serial number was not provided. Device serial number: unknown as information was not provided. Expiration date: unknown as product serial number was not provided. UDI number: unknown as product serial number was not provided. If implanted; give date: unknown/not provided. The lens remains implanted. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter telephone number: (B)(6). Device manufacture date : unknown as product serial number was not provided. Device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The manufacturing record could not be reviewed since the serial number was not provided. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that uveitis developed in the patient's eye after implantation of the intraocular lens (iol). The patient was treated with medication and the eye was cured in two to three weeks. The iol remains implanted in the patient's eye. The surgeon highly suspects that there is some kind of foreign substance mixed in/on the iol.